Event description:
It was reported that the t:slim x2 pump battery would not charge, and the screen would not turn on. The customer was using the appropriate charging equipment, but attempts to resolve the issue with different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, a replacement pump was sent to the customer, who confirmed understanding of the steps required upon receiving it. The customer will use multiple daily injections as a backup insulin delivery method until the replacement arrives.